Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal angioplasty treatment procedure, catheter crossing difficulties were encountered. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous unspecified artery below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was unable to cross the lesion. The catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good . However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with the original shelf box and carrier tube (hoop). The batch number on the returned device and packaging matched the reported batch number. There was blood and contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure (rbp); however, the device would not hold pressure and water leaked from the balloon. Microscopic examination of the balloon revealed scratches on majority of the balloon and a pinhole aligned with the distal edge of the markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).